Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a cable disconnection. It was unspecified when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flooding of cables and charged coupled device (ccd) and electrical contact corrosion. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no cause could be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a cable disconnection. The issue occurred during preparation/prior to sedation for an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.